Manufacturer narrative:
Device passed displacement test and self test. Device received with scratched lcd window, cracked keypad at select button and scratched case. No missing segments or partial display noted during testing. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratch on the lcd screen. The customer¿s blood glucose level was unknown. The customer stated that they cannot read the display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.